Manufacturer narrative:
If additional information is received that changes the outcome of the investigation, a follow-up report will be filed.

Event description:
Screw broke off in the post, requiring a revision procedure. Post fastener was utilized during the case to extract the post due to the fact the slap hammer piece was dropped on the ground. The post fastener was essentially welded on to the post in the process.

Event description:
Screw broke off in the post, requiring a revision procedure. Post fastener was utilized during the case to extract the post due to the fact the slap hammer piece was dropped on the ground. The post fastener was essentially welded on to the post in the process.

Manufacturer narrative:
A list of products and lot numbers used during the original procedure was provided by the rep who reported the complaint. The list or products indicates off label use due to non-nextremity product being listed in conjunction as used with nextremity product. The list of products was included in this update in section d.